Manufacturer narrative:
The device was not returned to the MFR for eval. A catheter from controlled inventory that had the same balloon rubing was pulled for comparison. This catheter exceeded the rated burst pressure of 3.5 atm and burst at 6atm of pressure. The physician stated that this catheter was used to dilate a calcified homograft, which is an unapproved use for this device.